Event description:
Litigation alleges patient suffers from pain, discomfort, and high levels of metal ions.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).

Event description:
Update (B)(6) 2015 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported limited mobility, pain with mobility, and unable to stand-up straight. Medical records and revision surgical report noted the patient had a fungating mass originating form the greater trochanter that was a chronic process of circular bone resorption, involving the lateral cortex, approximately the size of a quarter debrided. The revision surgical report noted abundant amounts of heterotopic ossification causing the surgery to last more than 4 hours to remove it all, a caseous yellow tissue that was excised, the external rotators were detached from the proximal femur insertion sites and the cultures and deep tissue samples grew >5wbc/hpf and were gram (-) rods. The surgeon was unable to remove the femoral stem after several attempts and instead left it and wrapped it with antibiotic cement. An antibiotic spacer and antibiotic wrap were placed with new component implants taking place on (B)(6) 2012. The cup and hole eliminator will be added but not reported. Infection will not be added to complaint as it was 7 years after the initial implant and after patient was treated with radiation for prostate cancer and it hasn't been alleged per litigation. There were no lab results for metal ions within the medical records. Part/lot updated. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.